Event description:
It was reported that a pump did not recognize the new cartridge during an attempt to change it. There was no adverse impact to the customer's blood glucose level, as no information was provided. The pump was confirmed to be in working condition after checks revealed no alerts or alarms.